Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated/added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they had received a brand new implant and asked for assistance with their new programmer and communicator. Navigation basics were reviewed, and the patient connected and adjusted the setting which initially was at program 3 at 0.5 volts. They increased to a level in which they felt the stimulation. Healing time factors were also reviewed and it was recommended the patient wait four to seven days before making additional adjustments.

Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. They reported that they encountered the upper limit reached message when they tried to increase amplitude. They did not feel any stimulation sensation, and the device was not really helping in terms of therapeutic effect, as the patient was still going all the time. They tried to increase amplitude on all available programs, and reached the upper limit 8.5 volts on all of them. They confirmed they had not had any falls nor trauma, and that they had always had higher amplitudes since implant in november. The therapy concerns started approximately two months ago. The patient was redirected to follow up with their healthcare provider.